Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported the tampons fell apart leaving pieces inside. She noticed some pieces of tampon came out of her vagina after tampon use. She had no unusual symptoms and was doing fine.